Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the line had repeatedly displayed an upstream occlusion message, and the pump had paused itself. It had later been discovered turned off the next day. The event occurred while in use with a patient at the patient's home and there was no patient harm.